Event description:
Healthcare professional (hcp) reports one incident of a clotted dialyzer with the psn 210 dialyzer. It was reported that at the initiation of treatment, as blood began to fill the hollow fibers, the blood became darker than normal. The dark blood was observed approximately half way through the fiber bundle. Blood had not yet reached the venous blood line. Blood flow was stopped and blood was not returned to the patient, with an estimated blood loss of 150 cc. Treatment was resumed with new disposables, including a dialyzer from the same lot, without incident. Patient was administered a 5000 unit bolus of heparin via the vascular access prior to treatment. Hcp reports that after treatment, patient complained of "not feeling well" and blood pressure was reported to be low. Hcp reports that this is most likely due to the patient's recent weight gain. No medical intervention reported per hcp.